Manufacturer narrative:
To date there has been no lot number info provided by the surgeon; however, tsl can confirm that the product is manufactured using a controlled and validated mfg process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Tsl has requested add'l info from the surgeon as the clinical circumstances surrounding this case are unk; however, to date no further info has been received.

Event description:
The surgeon reported that he had a pt with a failed alloderm repair. He operated on the pt and implanted permacol. However, the pt has suffered a recurrent hernia which required further surgical intervention.